Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Bg value was not provided. Customer's family member administered a glucagon injection and an emt (emergency medical technician) provided assistance; nature of assistance was not specified. Customer went to the emergency room and was treated with intravenous fluids of saline, resolving the issue. Date of event is approximate and duration of stay was not known. The customer reverted to an alternate method of insulin therapy.